Event description:
On (B)(6) 2023, infutronix received a call from the mother of a patient stating a pump displayed a battery depleted alarm and then powered off. The pump was connected to ac power but then alarm system error. The user was directed to power off the device and to contact their healthcare provider on next steps.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The affected device was requested for return but has not been received for further investigation as of the date of this report.